Manufacturer narrative:
The reported events were a detached connector pin, blood in the lead body and high lead impedance. As received, a complete lead was returned for evaluation. Electrical testing of the lead did not find any shorts or discontinuities on any conduction paths; the connector pin was fully attached. Dimensional analysis verified that the lead connector met product specification. The connector passed insertion testing into a laboratory crt-d device, but failed to insert into the test is-4 connector sleeve. The interface between the molded connector and silicone boot exhibited a localized bond separation, which contributed to the interaction with the sleeve. The reported event of blood in the lead body was confirmed; examination found body fluids isolated within the connector boot region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance was noted on the left ventricular (lv) lead. It was also noted that the connector pin was loose and blood has seeped into the insulation of the lv lead. It was suspected that the cause of the insulation breach was due to lead damage but it was not visualized in the lv lead. A new lv lead was used to resolve the event. The patient was stable with no consequences.